Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient developed a skin irritation under her right arm. The patient's doctor recommended the patient use cortisone cream. Upon follow up with the patient, it was reported the skin irritation was getting better.